Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the surgeon had difficulty engaging the torx screwdriver in the screw head and also to apply the lock cap. Surgery time was prolonged. An ao screwdriver was used to complete the procedure. This was the surgeons' first use of the instrument. There was no adverse outcome for the pt.